Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows the electrode has been detached. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the instructions for use found plasma wand devices are designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes or patient injury. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image shows the packaging and confirms part number eic8870-01 and lot number 2035319. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during surgery, the slice electrode of the procise disappeared. Probably suction was performed to remove any pieces inside the patient. X-ray did not revealed anything left. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.